Manufacturer narrative:
Analysis was unable to prime the unit during the prime test due to force sensor resistor damage by moisture. Analysis was unable to perform the occlusion test and excessive no delivery test due to a prime anomaly. The unit was received with operating currents within specifications. The unit passed the basic occlusion test and the displacement test. There was no motor error alarm. The motor was tested outside the device and passed. The unit had a cracked case at display window corners, cracked display window, cracked battery tube threads, a minor scratched display window, and a stained end cap sticker.

Event description:
The customer called in to report a motor error alarm and a hospitalization due to high blood glucose levels. The customer's blood glucose level was over 400 mg/dl. The customer's symptoms included dehydration, yeast and bladder infection, and an infection. The customer was wearing the insulin pump at time of admission. The customer was treated with manual injections. The customer completed troubleshooting for a motor error alarm that occurred during prime. The customer was able to complete the rewind sequence. The product was returned for analysis.